Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The device was evaluated by the manufacturer's field service engineer, and the solenoid and proportional valves were replaced to address the issue. The components were returned to the manufacturer's product investigation laboratory (pil) for further evaluation. This issue is currently being investigated, and no further evaluation of the components is required.

Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. If any additional information is received once the investigation is complete, a follow-up report will be filed.